Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets came apart just below the roller clamp at the y-connector (clearlink). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the second y-site clearlink in the upstream part. It was also observed that there was a lack of solvent applied to the tubing. Dimensional testing was performed to the tubing and was according to specification. The reported condition was verified. The cause of the reported condition was determined to be an improper manual assembly due a lack of solvent at the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.